Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) was removed from service because the patient received inappropriate shocks, and oversensing was noted. The patient's implantable cardioverter defibrillator (ICD) was coincidentaly removed.